Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0501 captures the reportable event of the electrode detachment.

Event description:
It was reported to boston scientific corporation that an orise proknife device was used during an unknown procedure performed on (B)(6) 2024. During the procedure, the tip of the electrode fell inside the patient. The detached tip was not retrieved as the patient has a history of hepatitis b. The procedure was completed with another orise proknife device. A picture provided by the customer confirmed that a portion of the electrode was detached. There were no patient complications reported as a result of this event.